Event description:
The customer was admitted in the hosp for high bgs. It was reported that the cause of the hospitalization was pump malfunction. Troubleshooting could not be performed. A replacement pump was requested.